Event description:
Customer reported the system will not boot and is displaying an error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the back plane. System operates as intended.